Event description:
Baby born on (B) (6) 2009, at gestation (B) (6) was in the nicu receiving multiple medications using a hospira y-type microbore extension set. On (B) (6) 2010, it was discovered at 0800 there was a leak in this extension set and fluids and medications intended for the baby had leaked into the bed. Dates of use: (B) (6) 2010. Diagnosis or reason for use: extreme prematurity.